Event description:
A biorci ha interference screw broke during an acl procedure. The procedure was a bone-tendon-bone fixation. The surgeon was able to remove the broken pieces of the screw without issue, and the procedure was completed using a metal interference screw. It was reported that there was no patient injury or procedural complications.